Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use.

Manufacturer narrative:
The manufacturer previously reported a "ventilator inoperative" condition was caused by the system board and blower motor. The system board and blower motor were returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the system board issue was found to be caused by the separation of a component on the system board. The blower motor impeller was found to be locked. Physical damage and contamination were found in both components.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue.